Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: postal code-2545. Part # 402.218s, lot # 9l39149, manufacturing site: werk selzach, release to warehouse date: 17.may.2022, expiration date: 01.may.2032, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code : 402.218, lot number : 682p512, manufacturing site: mezzovico, release to warehouse date: 28 feb 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lockscr ø2.7 head lcp2.4 self-tap l18 ta was broken near the head, both fragments were returned. Additionally, the threads of the screw are heavily stripped, most likely caused during removal process of the fragment. A dimensional inspection for the lockscr ø2.7 head lcp2.4 self-tap l18 ta was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø2.7 head lcp2.4 self-tap l18 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: - locking screw 2.7*xx st sd se_143464 rev. D / rev. D dimensional inspection: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: ktt, hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6) hospital. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery for a distal clavicle fracture with lcp lateral extension with the product in question. The surgeon inserted a distal 2.7 mm locking screw, and the screw broke off under the screw head. He pulled out the other screws, took the plate, and removed the internal screw. The surgery was completed successfully with 90 minutes delay because the hospital did not have a breakage extractor, he had to bring in one purchased from an agency. The patient was young and had considerable resistance to insertion, which may have caused the breakage. The surgeon confirmed by x-ray that there were no pieces left in the patient. No further information is available. This report involves one 2.7mm ti locking scr slf-tpng with t8 stardrive recess-18mm. This is report 1 of 1 for (B)(4).